Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was intended to be used to treat a lesion in the patient's mid lad which had moderate tortuosity, no calcification and 90% lesion stenosis. No abnormalities were reported in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the catheter suffered a break when advancing the balloon through the guide sheath. The device was not kinked and restraightened during use. The catheter did not separate completely, and was able to be pulled out directly, therefore no component remains in the patient. The patient is alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with a detachment on the hypotube 61.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. A kink was evident on the hypotube 3.4cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.